Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the reported implant placement date ((B)(6) 2023) is prior to the device manufacture date of (B)(6) 2023. Therefore the implant placement date is being updated to unknown.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the implant at tooth location #7 failed and was removed due to infection. Symptoms as a result of the event: pain and inflammation.